Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported "rupture and digestion of the implant" for the right side device." Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ observed non-penetrating nicks. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported "rupture and digestion of the implant" for the right side device." Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported "rupture and digestion of the implant" for the right side device." Device has been explanted and replaced with non-allergan.